Manufacturer narrative:
Product ID 97745 lot# (B)(4) implanted: explanted: product type programmer, patient product ID 97745 lot# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not exactly recall the circumstances that led to the issue, but the remote was stuck at one level and patient could not make it change. Patient's weight was (B)(6)lbs at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial # (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that controller shows stimulation turned off. Patient was charging ins and suddenly the controller said stimulation turned off. Patient tried everything patient could think of. Patient tried to remove the battery pack from the controller but that didn't resolve. The patient programmer showed that the stim was off. Troubleshooting was performed over the phone and patient was asked to turn the stimulation on. Troubleshooting resolved the issue. Patient was able to turn stim on successfully and patient stated they can feel stim. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.